Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. It is likely that the instrument was struck by another object causing the damage. The damage could have also been caused by the returned device being dropped. It is unknown how the or when a device obtained the damage; therefore, the root cause cannot be determined.

Event description:
During a procedure, a burr from the insertion jig poked the surgeon's hand. It was noted that carbon particles were present on the jig but there was no patient injury or delay.